Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were impedances greater than 40,000 ohms. The patient was reprogrammed on the other lead. The issue was not resolved. The patient will decide in the future if they want a lead revision. No symptoms will be reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.